Event description:
Post market surveillance review of literature found the following article: article title: platelet-rich plasma in mono-segmental posterior lumbar interbody fusion (sys, j.) Publication date: oct 2011. This prospective randomized controlled trial assesses both the clinical and radiological effect of platelet-rich plasma when added to autograft iliac crest bone in posterior lumbar interbody fusion. N=1: dural tear.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.